Event description:
It was reported that patient presented to office with painful knee after falling. Revised with triathalon ts.

Event description:
It was reported that patient presented to office with painful knee after falling. Revised with triathalon ts.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5530-g-619, lot # xydmkd, description: triathlon cr x3 tibial insert; cat # 5510-f-502, lot # sjnnh, description: triathlon cr fem comp #5 r-cem; cat unk, lot # unk, description: unk patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The event was not confirmed as no product was returned and no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no previous reported events for this lot ID. The exact cause of the event could not be determined because no product specific failure mode was identified. As with any surgery, pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing.